Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, received pump error alarm 38 (no motor movement or negligible movement. Retries to free a stuck motor failed) alarm and also reported frozen screen. The customer reported blood glucose value of 400 mg/dl, and the hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-332a, mmt-242a, mmt-1884, mmt-7040a. Troubleshooting was partially performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for pump error alarm; customer was not able to clear the error and the clock was not advanced. Troubleshooting was partially performed for display issues. Customer was advised to replace the insulin pump. No further patient complications were reported. No product return is required for mmt-332a, mmt-242a, mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit powered on properly and no frozen screen was noted. Unit was successfully downloaded using thump software and was uploaded to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that pump error 38 alarms were found on (B)(6) 2026 22:07:14.000. Line=726 file=121. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 38 during rewind. Unit passed self-test, but failed rewind test. Proceeded by cutting unit open and performing a visual inspection of all connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroded the motor home switch, causing the pump error 38 during rewind. During visual inspection of electronic assembly, moisture damage was also noted. Unit was received with the following cosmetic damages: cracked case (battery tube), cracked case-corner of belt clip rails, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of frozen screen were not confirmed when unit powered on properly after battery installation and no frozen screen was noted. However, allegations of pump error 38 were confirmed when the unit was received with a constant pump error 38 during rewind, due to corroded motor home switch. Unit was also received with original battery cap missing battery cap contacts. Due to moisture damage noted, isolate to motor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.